Event description:
It was found during investigation of a returned pump that the latch/lock sensor was defective and downstream occlusion (dso) seal was delaminated. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. No anomalies noted. The device was visually inspected. A delaminated downstream occlusion (dso) seal was noted. Functional testing was performed. The latch/lock sensor was found to be defective. The allegation made by the complainant was confirmed. The probable root cause of the reported issue is defective latch/lock sensor. The dso seal and latch/lock flex sensor will be replaced.